Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh as implanted concurrently with posterior repair and sacrospinous ligament fixation due to symptomatic rectocele. It was reported that the patient underwent transabdominal sigmoidectomy, takedown of splenic flexure of colon, lysis of intra-abdominal adhesions & liver needle biopsy on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced fecal and urinary incontinence. It was reported that the patient underwent dissection and removal of eroded posterior vaginal mesh on (B)(6) 2016 by dr. (B)(6).